Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A review of the system servicing history revealed, routine preventative maintenance (pm). No system nonconformities and no part replacements were noted, in the service record during the pm. The system was then tested, per service test procedure (stp) and found to meet company specification. As the system was tested, per stp and service record after reported issues were found to meet specification. Based on the information obtained for this reported event, it can be concluded, that there was no evidence of system nonconformity for the customer reported event. However, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following a cataract extraction with intraocular lens (iol) implant, the patient had an unknown issue. The iol was exchanged for a different power. The surgeon believes that the system predicted the incorrect lens power. Additional information has been requested.